Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with syncopal symptoms. It was noted that the patient had vasovagal event and was being hospitalized for an unrelated ankle fracture. Egms were not recorded, so it was unknown if symptoms were related to device. Device interrogation from merlin on demand unit indicated normal device function. Patient's condition was good and will remain under close supervision.